Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube, temperature sensor, and high voltage cable were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had no live fluoro. Also the high voltage cable was damaged. No pt injury was reported.